Manufacturer narrative:
Examination of the submitted device confirmed unanticipated wear. The articular surfaces of the tibial insert exhibited substantial wear with evidence of delamination. Evidence of third body wear consistent with cement particles was observed. There is no evidence that suggests the device was defective and adversely contributed to the root cause of the patient¿s condition. No evidence was found suggesting product error was a contributing factor and the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Breakage of sigma femoral component and wear of patella component. Revision. (B)(4) 2014 - update received. Patient had a dental infection (tooth fracture) on (B)(6) 2014. Hypertonia, knee was suppurated as per surgery report, cronic bronchitis initial surgery took place in another hospital. We´ll try to get info from this hospital.